Event description:
The patient reported that there was greater reservoir volume than expected at a pump refill one week ago. The patient also reported he thought he was getting too much lioresal. The actual and expected reservoir amounts were not specified. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.